Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_lead, serial# unknown, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was lead migration/dislodgement. The clinical diagnosis was loss of pain relief. Interventions included explanting and not replacing the trial leads. The patient reported during spinal cord stimulator (scs) trial the patient lost pain relief two days prior to his lead pull visit. At the time of lead pull the leads were noted to be nearly completely out of the spinal canal. The outcome was resolved without sequelae. The etiology was reported as related to the device or therapy and not related to the implant procedure.